Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high thresholds and low pacing impedance. Shock lead impedance measurements had reportedly dropped since implant but remained within normal limits. A lead perforation was suspected. The issue was resolved with lead repositioning, but the physician elected to use another lead. No additional adverse patient effects were reported.